Manufacturer narrative:
The device was returned and evaluated following reports of a persistent alert 65 that did not clear after multiple restarts. Visual inspection identified no abnormal wear or damage to the exterior of the device. When placed on a charging pad, the device powered on successfully and alert 65 was observed in the notifications menu. Functional testing confirmed that no sound was produced despite volume adjustments, and restarting the device did not resolve the alert, duplicating the reported issue. Internal inspection and troubleshooting were performed, and replacement of the speaker with a known-good component resulted in clearance of alert 65 and restoration of audible output. Engineering logs were downloaded and reviewed, confirming the presence of alert 65, and the root cause was identified as a faulty speaker.

Event description:
It was reported that an ilet displayed a persistent ¿65 - audio over/under current¿ alarm after several restarts, and a replacement was arranged; the patient was instructed on shutdown, return logistics, data not transferring to the replacement, and continuation of cgm via the dexcom g7 app. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included device replacement and instructions for safe shutdown prior to return. Investigation of this case revealed a suspected audio subsystem malfunction consistent with an over/under current condition. It was concluded that the device experienced a malfunction of the audio component, and the event did not result in patient injury.